Event description:
Hematoma was noticed on patient. Dornier service was called to perform a service check on the device involved.

Manufacturer narrative:
Device was examined by accomplishing functional checks according to defined test procedures in the service guidelines. All results showed that the device was found to be in compliance with dornier specifications. The patient was admitted to the hospital. No further information is available.